Event description:
During a cryoablation procedure, the valve of the flexcath steerable sheath (catheter introducer) allowed air into sheath upon aspiration. There was no patient injury.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve.